Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h10 corrected: h4 visual examination of the provided pictures identified a 10 degree liner with no damage noted from the provided pictures. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4. D9. G3. G6. H2. H6. H10. Visual examination of the returned product identified gouges and indentations to the rim, inner spherical surface, and elevated anti rotation scallops. Cut outs on the outer spherical surface have burrs and deformation from attempted implanting. No other damage was noted. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the damage to the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that the surgeon thought he impacted the liner correctly into the cup however the liner dislodged from the cup during the final trial. He attempted to use the same liner again but was unable to seat it. The procedure was completed using a new liner. There is no additional information available at the time of this report.